Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit passed the functional test, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08780 inches. Unit was monitored for 24 hours and no device heating up anomalies noted however, unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment was overheating. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.